Manufacturer narrative:
The complaint sample was evaluated, however, the event could not be confirmed. The returned product exhibited nicks and gouges indicative or repeated use, as well as wear on the hook. Functional testing identified that the device locked into place and functioned as intended. The device history records could not be reviewed as the lot number could not be identified on the device. A definitive root cause could not be determined, as the item functioned as intended. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during cleaning and inspection, the inserter was found to not be clamping correctly. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.